Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 and alleged that a fluid spill occurred on the orthopat perioperative autotransfusion system. No patient injury was reported. No operator injury was reported. Upon evaluating the device fluid ingress was found. The fluid ingress resulted in damage to electronic components. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2008 and alleged that a fluid spill occurred on the orthopat perioperative autotransfusion system. No patient injury was reported. No operator injury was reported.